Manufacturer narrative:
Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's home health nurse reported the patient had a rash under the therapy electrode pads. She reported that the rash opened up and was draining. The nurse reported that she was going to take the patient to (B)(6). The final medical outcome of the irritation is unknown. No allegation of a device malfunction.